Manufacturer narrative:
Visual analysis of the photographs identified: white encapsulation, red particle material on shell, and white tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and exchange due to concerns with the product.

Event description:
Healthcare professional reported right side deflation and exchange due to concerns with the product. Device has been explanted.